Event description:
A female patient underwent an uncomplicated endovascular procedure in 2008. At the end of the procedure, mynx vascular closure device was used by a trained operator to achieve femoral artery hemostasis. The sealant was delivered successfully and immediate hemostasis was achieved. During device removal, the operator felt resistance, but was able to successfully remove it from the tissue tract. It was then noted that the balloon appeared to have remained inside the advancer tube following device withdrawal, and was separated from the catheter. The patient was discharged normally per standard hospital procedure with no report of any adverse event as of the time of this report.

Manufacturer narrative:
Manufacturer narrative: the device was not returned for evaluation. Based on the information provided and the investigation performed, the root cause of the reported malfunction is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.